Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
An (B)(6) year old female patient presented with acute myocardial infarction and cardiogenic shock. The impella cp was selected for hemodynamic support. During support, the patient developed an access site bleed and suspected hemolysis that required an unknown quantity of blood products. The device was removed and the patient was stable.